Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was in a cloudy 0.2 % glutaraldehyde solution in an explant kit. The valve was discolored, showing evidence of blood contact. Small needle holes in the sewing ring showed placement of implantation sutures. Leaflets were in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. The stiffness is expected since both the decontamination process and blood contact are known to cause stiffness of the tissue. All leaflets were intact. All commissures were intact. Conclusion: based on the returned product analysis, the cause of the reported paravalvular leak (pvl) cannot be determined. However, the reported information - that felt strips were used on the second valve implant in order to help with the high degree of calcification in the native annulus - suggests that the calcification in the native annulus possibly caused the pvl for the first implant. Medtronic will continue to monitor field performance for similar events should they occur.

Event description:
Medtronic received information that following the implant of this bioprosthetic aortic heart valve, an echocardiogram showed moderate paravalvular leak (pvl). Additional sutures were added but did not improve the pvl. The valve was removed and a different valve of the same model and size was successfully implanted, using felt strips to help resolve the high degree of calcification in the native annulus. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.